Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after locking the clip in the medium-large clip applier, the clip holds and cannot be released. This has happened repeatedly. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and there was no damage or anything out of the ordinary such as bent or misaligned grip. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue the surgeon experienced was that the clip closed, but after opening the clipper, the clip stayed stuck in one gate with no release. Hem-o-lok m clips were used with the clip applier instrument, and the surgeon used a size m clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13 mm for large clip applier). The subject clip applier had been used three times during the case when the incident occurred. An image and video were provided for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. A review of the video of the incident was performed by intuitive surgical, inc. (Isi) clinical development engineer in which a medium-large clip applier with a clip installed in the jaws on arm 4. It is unclear if the clip was loaded externally by the bedside user (as intended) or internally by the surgeon (misuse). At time stamp 0:27, the surgeon latches the clip onto the vessel. When the surgeon opens the jaws of the clip applier, one side of the clip does not release easily from the jaws and the surgeon must carefully maneuver the clip off of the jaws of the clip applier. A review of the provided image was performed by an failure analysis engineer (fae). Image shows a closed clip, jaws are open, but one side of the jaws has not released the clip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.